Event description:
The target lesion was the iliac artery. The vessel was heavily calcified, mildly tortuous and 99% stenosed. The patient was male, age unknown. Access site was femoral artery. During the procedure, the balloon ruptured at approximately 8atm, and leakage of the contrast media was observed. The procedure was completed using another product (detail unknown), and there was no adverse consequence to the patient.

Manufacturer narrative:
The product is available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.